Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic for a follow which showed high pacing thresholds and loss of capture on this right ventricular (rv) lead. All other values appeared stable. No asystole was reported and the patient as not pacemaker dependent. A revision and x-ray has been scheduled. No adverse patient effects were reported. A revision took place and the lead was extracted, replaced and will not be returned as the lead was discarded. No additional adverse patient effects were reported.